Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2016-09-01 from a health care professional (hcp) via a clinical study regarding a patient who was receiving morphine 25.0 mg/ml at a dose of 9.997 mg/day via an implantable pump by simple continuous infusion for intractable spasticity, dystonia, and movement disorders. It was reported that the patient was having increased symptoms of stiffness, freezing, and nausea over the last month. It was noted that at the last refill there was 1 ml over the expected residual amount, which was not the ¿norm¿ as ¿usually the residual were exactly right on.¿ the hcp stated that since the anticipated residual was 1 ml over, which was ¿not normal for this pump ,¿ he accessed the side port using the needle provided in the accessory kit and was unable to feel the needle pass through the port and touch the bottom of the pump without difficulty, but was unable to withdraw. The needle was removed and the side port was again accessed easily. The hcp reported this as a catheter occlusion, diagnosed as unable to withdraw cerebrospinal fluid (csf) after accessing the side port twice, which was ¿indicative of a blocked pump catheter.¿ the hcp indicated that intervention was done by surgery to replace the component on (B)(6) 2016 and noted that the position of the sole catheter was between spinous processes but did not appear to be disconnected or kinked in any unusual way. The outcome was reported as resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.